Event description:
It was reported that the device was explanted; however, the reason for the explant is unknown. The device was implanted in 2008. It is unknown if the explant was attributed to the device, as no other details were provided.